Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total gastrectomy, the needle broke and fell in the patient's cavity. An x-ray was performed to locate the needle and was retrieved. A new needle with the same handle was used and complete the case.